Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed downstream occlusion (dso) calibration. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 1/29/2025. D3 - mfg establishment name, d3 - manufacturing plant address 1, d3 - manufacturing plant city, d3 - zip code, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "failed downstream occlusion (dso) calibration¿ was confirmed. The cause was unknown. Pump beyond economical repair. Reason: printed wiring assembly (pwa) board is a previous model, liquid crystal display (lcd) lens nicked, lcd screen leaves screen-burning and is dim, air detector damaged, dso and upstream occlusion (uso) seals delaminated, dso and uso sensors defective, and battery compartment defective. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.